Manufacturer narrative:
Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician employed the use of an in.pact pacific balloon with a 6fr non-mdt sheath for treatment in the superficial femoral artery. The device was prepped as per IFU without issue. It is reported a balloon twist occurred. No rewrap issue were noted. Another in.pact pacific device was used to complete the procedure. No patient injury was reported. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The device was returned for evaluation. A visual and a tactile inspection was carried out on the returned device and the balloon was inspected. A twist was found at 8cm from the proximal welding of the balloon. At 1 cm from the tip the balloon was found a little bit scrunched. The device was flushed and a 0.018¿ guide wire through the device was successfully advanced. During the analysis, negative pressure was applied with a manometric syringe on the balloon. The purging test passed, since no bubbles emerged in the water column. The balloon was inflated as follows: at 2 bars wrinkles and a change in the balloon profile were noted. At 4 bars, the change in profile was still visible; wrinkles reduction. At 7 bars, the wrinkles were no longer visible, a change in profile is slightly visible. At 14 bars, the wrinkles and the change in the balloon profile were no longer visible and there was no twist on the guide wire lumen. After the inflation test, the balloon was successfully deflated. If information is provided in the future, a supplemental report will be issued.